Event description:
It was reported that prior to a surgical procedure at the user facility, the power cord was found to have exposed wires. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired on site by a manufacturer field service technician and returned to service.

Event description:
It was reported that prior to a surgical procedure at the user facility, the power cord was found to have exposed wires. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.